Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. No moisture damage or corrosion was noted to the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The husband reported via phone call that they were stuck in a polish menu. The caller also reported a button error alarm occurring on the insulin pump. It was also found the caller pressed the button six times, but could not enable a response. The customer was unable to reset the insulin pump to correct language due to the button error alarm. Customer's blood glucose was 6.5 mmol/l. The customer agreed to return the insulin pump for analysis.